Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her back that had little spots. It was previously reported in crf #(B)(4) that the patient is allergic to nickel. The patient's doctor gave her a specific cream for the irritation. During a follow up, the patient reported that the irritation had improved.